Event description:
Literature was reviewed regarding ¿ biodesign: engineering an aortic endograft explantation tool¿. A medtronic stent graft was implanted in the endovascular treatment of a aaa on an unknown date. Three years later the patient presented with fever, chills, night sweats and a failure to thrive. A CT performed indicated gas in the aneurysm. The patients¿ blood culture was positive for clostridium perfringens, and the patient was immediately started on broad spectrum intravenous antibiotics. The patient was hemodynamically stable and underwent planned stent graft explant five days later. During the explant, the stent graft was noted to be well incorporated at the level of the renal arteries, and removal of the suprarenal fixation proved difficult, in part owing to high levels of inflammation around the aneurysm sac. Although the physician considered cutting the graft and leaving the suprarenal fixation in place, they instead were able to pull the endograft including the suprarenal fixation out of the aorta using the modified syringe technique. Antibiotic soaked fabric was used to perform the proximal anastomosis; however, removing the proximal clamp revealed posterior and lateral aortic wall tears, resulting in significant blood loss and a longer period of mesenteric and renal ischemia owing to supraceliac reclamping. This led to severe lactic acidosis with coagulopathy requiring large-volume resuscitation. The abdomen was packed after finishing the revascularization and a temporary abdominal closure was placed. The patient subsequently required a return to the operating room and ultimately a partial colectomy. In addition the patients hospital course was complicated by acute renal failure requiring haemodialysis with eventual recovery of renal function after 8 months. No additional clinical sequalae were provided.

Manufacturer narrative:
Medtronic received the following journal article entitled: ¿biodesign: engineering an aortic endograft explantation tool¿.  Hatami s, maturi v, mathew a, lu s, haddad p, sheikh d, rahimi m  journal of vascular surgery cases, innovations and techniques vol 10 issue 6  https://doi.org/10.1016/j.jvscit.2024.101599 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.